Event description:
The instrument was used during a video assisted wedge resection. It was reported on the second firing, the instrument firing handle would not close and the closing handle would not release by itself. This required manual manipulation to pry it open. Upon inspection. They noticed that the staple drivers and blade were stuck in the forward position. A second ez45g was then opened to finish the procedure. There was no consequence to the patient.

Manufacturer narrative:
H6: code 400: damaged firing mechanism. Visual inspection & results: lockout position; na. Cartridge condition; na. Cartridge return batch number; na. Instrument number; 299. Functional tests & results: condition of firing trigger lockout; good. Condition of pinion gear; good. Condition of short rack; good. Condition of yoke; good. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some condtions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.